Event description:
It was reported that the patient was admitted to the emergency room with ventricular fibrillation (vf) arrest and passed away. A review of the interrogation noted that the cardiac resynchronization therapy defibrillator (crt-d) did not discriminate vf and therefore did not shock the patient. It was also noted that the right ventricular (rv) lead had high ventricular to ventricular counters and high rate non-sustained episodes. An analysis review found the high rate non-sustained episode showed a dying heart morphology. It was also noted that the patient's rhythm was below the detection rate and therefore the vf was not detected and no therapy was delivered.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.